Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Returned for evaluation was a partial strand of suture. As only a partial strand was returned, an adequate evaluation of the reported condition could not be performed, and a reliable conclusion as to the cause of the condition reported could not be made.

Event description:
The product was applied during an unspecified procedure. Reportedly, both the needle and suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no injury to the pt.